Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During set up for the procedure, it was noted that the device was broken. The handpiece could not be connected to the device. It appeared that the problem was the cpc connector. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc connector was damaged.